Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) was removed without being caught in the vascular wall under fluoroscopy. Hemostasis was achieved by manual pressure. There was no reported patient injury. The back-flow from the indicator stopped and retracted it. However, the visual indicator window did not change the color. The procedure was performed while checking under fluoroscopy. A 6f non-cordis super sheath. This was an endovascular therapy (evt) case with a retrograde approach made. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 6f exoseal vascular closure device (vcd) was removed without being caught in the vascular wall under fluoroscopy. Hemostasis was achieved by manual pressure. There was no reported patient injury. The back-flow from the indicator stopped and retracted it. However, the visual indicator window did not change the color. The procedure was performed while checking under fluoroscopy. A 6f non-cordis super sheath. This was an endovascular therapy (evt) case with a retrograde approach made. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341781 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire damaged loop¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.